Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had a loss of stimulation sensation. It was further reported by the pt's healthcare professional that the pt's device was infected and had to be explanted. The event was attributed to the device. No serious injuries occurred and the pt recovered without sequela.